Event description:
It was reported that during a system upgrade, it was observed that the right ventricular (rv) lead had abrasion close to the is-1 connector. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to melting. It was noted that the visual summary analysis of the lead indicated apparent explant damage. (B)(4).